Event description:
It was reported that a patient underwent a vaginal vault suspension and posterior repair procedure on (B)(6) 2006 and mesh was implanted. At the 3 month follow up, a small area of mesh exposure was noted at the posterior wall of the vagina. The patient underwent a procedure to for a small area of mesh excision and primary closure. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.